Event description:
It was reported that the patient was hospitalized with breakthrough seizures. Vns device diagnostics were performed and were within normal limits. The normal mode and magnet mode output currents were increased at that time. No additional pertinent information has been received to date.